Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the lead was attempted but not used. The lead was unable to be positioned due to patient anatomy. Additionally, while the sheath was slitting, the lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.